Event description:
It was reported that "planned pumpogram 2/4/13" no other information was initially available. Three weeks later it was added that there was "fluid collection back incision/catheter anchor site," "fluid collection subcutaneous patient would like distal portion of catheter replaced with entry at different level." The healthcare provider (hcp) "suspected" leak around catheter of cerebrospinal fluid collecting in subcutaneous tissue "due to entry at scarred postoperative area." The event was not attributed to either the pump or the catheter. A catheter dye study was done (B)(6) 2013, results were "normal." It was noted "catheter replacement will occur in future," no date was reported. The device system was used to infuse morphine.

Manufacturer narrative:
Patient programmer model 8835, serial # (B)(4), implanted: na, explanted: na; catheter model 8731sc, serial # (B)(4), implanted: (B)(6) 2012. (B)(4).